Manufacturer narrative:
Skull trauma at the implant site can damage the active implant, causing it to stop functioning. Based on the currently avilable information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Device malfunction after patient hit her head. Will be explanted.